Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation transistor q5 and processor u9 were shorted on the bedside board, causing the battery charger problem. The root cause for the shorted components could not be positively identified. No adverse event resulted from the shorted components. The pt was issued a replacement charger/modem.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) pt was unable to charge the battery packs. The pt was issued a replacement charger/modem.